Event description:
Customer reported occlusion alarms with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by reloading the existing cartridge but continued to experience problems. Tandem technical support decided to replace the pump due to these recurring issues.